Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 107 mg/dl. System check with tandem technical support (cts) indicated that the occlusion was located within the cartridge; however, the occlusion alarm recurred after the customer changed the cartridge and infusion set. Additionally, the customer could not observe insulin coming from the tubing with the new cartridge and infusion tubing during the fill tubing sequence or during a bolus. Reportedly, the customer reverted to manual injections for alternate insulin therapy.